Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones due to high out-of-range shock impedance measurements. Technical services (ts) was consulted and noted that the general trend of shock and pacing impedance was very steadily increasing and with high variability across a wide range of values. Ts recommended lead troubleshooting to ensure proper tachy therapy is guaranteed to patient due to the risks associated. It was additionally reported that the patient's right ventricular lead is a boston scientific product. Recent measurements were: r wave 25 mv; pace impedance: 630 ohms; shock impedance: 147 ohms. The patient underwent a chest x-ray (results not provided) and it was planned to continue to closely monitor the situation.